Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. As previously reported for the impella cp: while on support, the flows were down on the impella despite additional volume. Additionally, the placement signal and flow metrics on the automated impella controller (aic) would not populate during and after insertion of the impella cp. The staff disconnected and reconnected the white power plug but noticed no change. The decision was made to exchange the pump for another impella cp. The following pump worked as expected. The patient coded, the family made the patient do not resuscitate, care was withdrawn and the patient expired. There is not enough information to exclude the impella cp device as an associated factor in the patient's demise. During investigation of the reported complaint against the impella cp pump, additional information noted the automated impella controller presented an optical signal issue. This is one of two related reports for the reported event. This report is for the automated impella controller device.